Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00176. The date of that submission was 06-march 2025. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that particles were noticed in the infusion bag of the medication cassette. This particle matches the spectrum of polyethylene. It is known that the cassettes are sterilized with ethylene oxide; this is sucked through the cassette under vacuum. It was stated that the current percentage of rejection for this lot is of 6,19%.there was no patient involvement.

Manufacturer narrative:
H2) additional information: additional information was received. The customer indicated there were 115 affected devices however they did not provide any photos or samples to verify this information. H10 updated.